Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 26-dec-2018. The most recent information was received on 19-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. D72007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), general physical health deterioration ("deterioration of health status"), musculoskeletal pain ("joint and muscle pain"), migraine ("migraine"), pruritus ("itching"), dysstasia ("stand position was difficult") and dizziness ("dizziness"). At the time of the report, the abdominal pain lower, general physical health deterioration, musculoskeletal pain, migraine, pruritus, dysstasia and dizziness outcome was unknown. The reporter considered abdominal pain lower, dizziness, dysstasia, general physical health deterioration, migraine, musculoskeletal pain and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. D72007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), general physical health deterioration ("deterioration of health status"), musculoskeletal pain ("joint and muscle pain"), migraine ("migraine"), pruritus ("itching"), dysstasia ("stand position was difficult") and dizziness ("dizziness"). At the time of the report, the abdominal pain lower, general physical health deterioration, musculoskeletal pain, migraine, pruritus, dysstasia and dizziness outcome was unknown. The reporter considered abdominal pain lower, dizziness, dysstasia, general physical health deterioration, migraine, musculoskeletal pain and pruritus to be related to essure. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.